Event description:
Box hinge broken. Use of 35mm snare and 7 french bioptome to retract blade and remove.

Event description:
Performed successfully, but blade of park blade septostomy catheter would not retract back into catheter.